Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer experienced an elevated blood glucose (bg) level of 585 mg/dl. The customer took no action to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.